Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm. The customer¿s blood glucose level was 7.1 mmol/l at time of incident. The customer reported that the pump shutdown and replaced battery and did not work. The customer stated that the battery may fail test if it has potential to cause pump to lose power without warning. The customer was advised if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The insulin pump will not be returned for analysis.